Event description:
It was reported that this lead dislodged and had a fracture. The device was explanted and replaced. There were no adverse patient effects reported. Additional information was received from the field that confirmed the right ventricular (rv) lead had bipolar noise and out of range impedance. In unipolar it worked as expected. During a lead revision procedure this right atrial (ra) lead had dislodged. It was noted that sinus brady was the underlying issue. Both of these leads were successfully replaced. There were no additional adverse patient effects reported.

Event description:
It was reported that this lead dislodged and had a fracture. The device was explanted and replaced. There were no adverse patient effects reported. Additional information was received from the field that confirmed the right ventricular (rv) lead had bipolar noise and out of range impedance. In unipolar it worked as expected. During a lead revision procedure this right atrial (ra) lead had dislodged. It was noted that sinus brady was the underlying issue. Both of these leads were successfully replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.